Manufacturer narrative:
Correction: reported part number was submitted as 7148 however this part number was suplied inside of an or kit # sa2230a so the product/plant has been updated.

Manufacturer narrative:
Submit date: 05/17/2016. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples submitted with this complaint therefore the reported condition by the customer could not be confirmed. As no physical sample was provided by customer we cannot determine the exact root cause. However, the potential root cause could be due a workmanship issue. An additional component can be added to the stack of sponges when the operator fails to verify that the package contains 10 gauze pads if it was not detected during the final inspection. A formal corrective and preventative action (CAPA) has been opened to address similar issues described in the compliant. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands. Implementation of this CAPA will optimize the autobander process in which a failure mode and effect analysis will be updated to include this complaint issue and to identify the occurrence. This CAPA is currently in the investigation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. The incoming raw material was removed from the ship to stock program and will now require additional inspection. The inspection level on the manufacturing line was increased from normal to heighten. A quality alert was posted on the manufacturing line and qa laboratory. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports: there is 1 extra 7148 x-ray sponge within the banded stack.